Manufacturer narrative:
The investigation into the reported thrombosis was completed. The device was not returned for evaluation. Based on the available information, the root cause of the issue was not determined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 62-year-old female patient implanted with the impella 5.5 for mechanical circulatory support. The 5.5 was placed as care and support needed to be escalated from an impella cp. After over 6 days the team had a had a suspicion there was clot on the catheter. No further information was provided.